Manufacturer narrative:
Section g3: additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a chronic drug-resistant pseudomonas driveline infection. Patient was admitted (B)(6) 2019 with sepsis and started on IV antibiotics. Repeat blood cultures remained positive. Patient developed acute kidney injury and continued to decline and became unresponsive overnight. Family withdrew care. Patient passed away on (B)(6) 2020. Patient deceased from sepsis related to chronic driveline infection. Lvad working as intended. No autopsy. No pump will be returned. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The account reported that the patient had a chronic drug-resistant pseudomonas driveline infection. The patient was admitted on (B)(6) 2019 with sepsis (related to the chronic driveline infection) and was started on IV antibiotics. Repeat blood cultures remained positive. The patient developed acute kidney injury and continued to decline and became unresponsive overnight. The family withdrew care and the patient passed away on (B)(6) 2020. The lvad was working as intended. No autopsy was performed and the pump would not be returned for analysis. Local infection, driveline infection, sepsis, renal dysfunction, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.